Event description:
No device for evaluation was returned. No patient data available.

Manufacturer narrative:
Due to the missing product information (e.g. Serial number/delivery note batch), we were unable to trace the production of affected product. We can assure you that all our products are manufactured by qualified staff and individually tested before they are placed on the market. An investigation was not possible because the product is not available. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to adjustment difficulties is only possible by an examination. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis.

Manufacturer narrative:
Conclusion information: due to the fact that we received the return with a significant delay after the complaint was completed (without a sample), a meaningful analysis is not possible. The proliferation of microbiological organisms (fungi, mold, etc.) Due to prolonged storage before return for examination means that a meaningful analyses of the malfunction by us is impossible. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. The release for testing is also not included. An application for release would result in further delays in testing. A traceability check has been carried out with the return shipment and showed no deviations. Actions: no further actions are required as a result of the complaint. If you have further questions, please contact the vigilance team by mail complaints@miethke.com. Return of the product: we will return the product without examination to the submitter for our relief. Documentation: the report is documented in accordance with the legal requirements for documentation, described in section 4.2.1 of the quality management manual of christoph miethke gmbh & co. Kg.

Event description:
The complained product was sent to the manufacturer. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fx440-t) was implanted during a procedure performed in (B)(6) 2021. According to the complainant, the shunt system showed adjustment difficulties. The complainant device has not yet returned to the manufacturer for evaluation because the valve is still implanted. No patient data is known.